Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent inadequate apposition, catheter removal difficulties and shaft break occurred. The target lesion was located in the calcified left anterior descending artery. After pre-dilation, a synergy¿ drug-eluting stent was advanced for treatment. However, it was noted that stent did not deploy fully. The physician attempted to remove the stent delivery system but there had a quite a bit of tension on the balloon. The physician applied more negative tension on the catheter and at that point, the catheter separated from the hypotube. The distal portion of the catheter was left inside the patient's body. The physician attempted to remove the detached portion of the catheter but was unsuccessful. The patient was transferred to cardiac surgery to remove the detached portion of the device. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem, upn, device lot number, device expiration date, device manufactured date updated. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was 85% stenosed and was located in the mildly tortuous and moderately calcified left anterior descending artery. The patient was sent for surgery but had complications of ischemic bowel.